Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. Information was reported that the patient stated their battery has been dead for months "at least 6" and the pain is terrible without stimulation on. The patient stated she has problems keeping the stimulator charged so she just let it go. The patient made no effort to contact the rep. The physician's office stated patient has cancelled the last 3 appointments to discuss stimulation. The patient has a history of non-compliance in association with the ins and the field rep has educated multiple times on how to recharge and on importance of keeping ins charged. The battery was overdischarged, physician recharge mode was not successful. The physician stated he is giving the patient the option of explant or replacement with prime cell device. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins had 'stopped working' and that they had it replaced with a primary cell device on (B)(6) 2018. No further complications were reported.